Manufacturer narrative:
Updating imdrf codes.

Event description:
Imdrf codes must be updated.

Event description:
It was reported that bd sharps disposal label was missing the following information was received by the initial reporter with the following: customer reported that one label found to be missing when checking products.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.